Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned with a break in the hypotube 210mm distal to the catheter strain relief. There was also a break in the inner hypotube 5mm distal to the first break site, with the outer sheath torn. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR # 2134265-2011-00742. It was reported that during a stenting treatment procedure, a shaft fracture occurred. The stenosed lesion being treated was located in the left anterior descending (lad) artery. While advancing the 3.00x12mm promus element stent through the non-bsc guide catheter significant resistance was felt, beginning when the stent crossed the aortic arch in the guide catheter. The friction continued until the stent entered the left main (lm). The shaft of the stent delivery system (sds) broke proximal to the guide catheter, outside the patient. According to the physician unusually high pushing force was not used. The sds was removed and the physician attempted to implant another 3.0x12mm promus element stent. The physician encountered the same insertion problem and again the shaft broke proximally to the guide catheter, outside of the patient. The sds was removed and a 3.0x15mm non-bsc stent was implanted without issues. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device